Event description:
It was reported that during breast biopsy, they used the first probe and it initialized. The green cable would not rotate fully and the probe damaged error was displayed. There were inadequate samples for pathology and the patient has been rescheduled for an additional biopsy. Patient was released with ice pack and a band aid as normal procedure.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.